Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that when the device and the cardiac cath lab monitor were both connected to the patient, the waveform on the cath lab monitor waveform showed noise/electrical interference while the device waveform did not show the noise/electrical interference. When the device was disconnected from the patient, the noise/electrical interference on the cath lab waveform disappeared. When the device was turned off and turned back on again, the screen display was blank until the ECG trunk cable was removed from the device and then the device displayed the waveform from the pads that were connected to the patient. The patient involved was reported to not have experienced harm or adverse patient impact.

Manufacturer narrative:
.